Event description:
During product service as part of preventative maintenance by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged power cord was identified during visual inspection. Though the issue was verified, the cause of the damage could not be determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.